Manufacturer narrative:
Patient ref. # (B)(6). Additional product code: hwc. Occupation: synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the proximal humerus on (B)(6) 2019, the 4.0 cancellous screw snapped halfway into the intramedullary. The procedure was completed by retrieving the broken portion with narrow rongeurs, inside the canal, and then proceeding as planned, with plates and screws. The surgeon then elected to use a cortical screw, in place of the cancellous. The screw was being run threw a plate. The issue happened while the surgeon was implanting the reported screw. The procedure was successfully completed with 5 minutes surgical delay. The screw fragment was easily retrieved. There was no patient consequence reported. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1). This is report 1 for 1 (B)(4).